Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose of 849 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. Customer experienced symptoms such vomiting for 19 times and he was running hot and cold. Customer alleges pump was under delivering. Customer performed displacement test, high pressure test and self test all test was passed. The insulin pump will not be returned for analysis.